Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced hyperglycemia, dizziness, and nausea while wearing the pod between 5 and 24 hours. No blood glucose reading or specific date of event was reported. The event date provided in this report is approximate. The patient was initially in automated mode, later went to manual mode, and then experienced high blood glucose levels. The patient attempted to treat the hyperglycemia with several boluses and an insulin injection, which did not help. The patient then drove to the emergency room where they remained for 3 hours. While in the emergency room, the patient replaced the pod and successfully resumed therapy. No other treatment was given by medical staff. While removing the pod, the patient noticed that the cannula was dislodged, despite being initially inserted. The adhesive was still intact. The patient could also smell insulin on the skin.